Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure a faradrive sheath was used. After insertion of the sheath into the patient air continued to be aspirated despite multiple attempts to draw the air out. A large amount of air bubbles appeared in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.